Event description:
Alung technologies, inc. Received a report that a patient experienced a head bleed during eua hemolung therapy. Heparin was stopped, but hemolung therapy continued.

Manufacturer narrative:
This patient information was not provided. Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in philadelphia, pennsylvania . Through review of the expanded access form, it was reported that the patient developed a head bleed the day after starting therapy. Patient was not receiving anticoagulation prior to hemolung, even though the patient was on ECMO due to chest tube bleeding. Hemolung therapy continued. As per the treating physician, the hemolung achieved goal over first 22 hours. The data log from therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. Therapy was provided as intended. No CAPA was opened because of this event. Bleeding is a known possible complication that can occur during extracorporeal therapy due to heparin/anticoagulation. Examination of the controller data log shows that therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.